Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that they were hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose level was below 20 mg/dl. The insulin pumps were death traps. Insulin pump had calibration issue. The insulin pump had crack and reservoir was wiggled around in the hole just enough so that the insulin pump had no idea how much insulin it had actually delivered. Customer stated that they were hospitalized due to diabetic ketoacidosis, while wearing insulin pump. The insulin pump will be returned for analysis.